Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. At the time of the explant of the device, the leads were not able to be removed. The next day, the leads were able to be removed via laser extraction. There was no report of adverse patient effects due to the explant procedure.